Event description:
The pump reportedly gave a bolus dose without pt request. The pump was in use in the coronary intensive care unit. The medication in use and the device settings were not recalled. The customer source states the pump was in the pca controlled analgesia mode and it was witnessed by one md and several rn's to administer without the bolus button being activated and without any movement to the pump or bolus cord. The pump did not deliver over the programmed limits. There were no adverse efects to the pt. No additional info was recalled.

Manufacturer narrative:
Testing and investigation confirmed the reported complaint of self delivery. The pendant jack tested good but the cable had a short near the push button connector. The unit will deliver by flexing the cable near the connector without pushing the button. All deliveries were done by flexing the cable. No self-delivery was observed during a second long term test when using a test cable. The returned pendant push button switch activated by itself when oriented within 90 degress from vertical. The switch was returned to the MFR for failure analysis. The MFR determined that the reset compression spring was missing and has implemented a 100% on-line test.